Event description:
It was reported the programmer has not been able to interrogate on two separate occasions. It was also reported the internal printer will print first one and a half pages of selected report the quit printing. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer has not been able to interrogate on two separate occasions. It was also reported the internal printer will print first one and a half pages of selected report the quit printing. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the printer was out of specification, as a result the printer was replaced. Analysis was unable to confirm the reported event regarding interrogation, the device was able to successfully interrogate implantable cardiac devices. It was also noted that the audio loopback test failed due to the microphone being out of specification. (B)(4).